Event description:
It was reported that during a da vinci-assisted surgical procedure that the force bipolar instrument became stuck. An instrument release key was needed to release it. The instrument was not stuck on any tissue, nor were there any reports of the jaws being misaligned. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a dislodged grip-tang near the base of the grip tip. This causes jaws not to be removed from the trocar properly. The complaint regarding the instrument was stuck and caused a fault was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.